Manufacturer narrative:
The insulin pump was received with blank display due to faulty battery tube. Analysis was unable to verify failed battery test alarms due to blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer reported that the insulin pump was blank. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they treated the blood glucose with manual injection. The customer stated that they tried multiple batteries but the insulin pump remained blank. The insulin pump will be returned for analysis.